Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, dyspareunia and vaginal scarring. It was reported that on (B)(6) 2008, the patient underwent excision of exposed vaginal mesh due to exposed mesh, on (B)(6) 2008, attempted removal of exposed vaginal mesh due to vaginal pain and irritation and dyspareunia, and on (B)(6) 2008 the patient underwent an excision of exposed vaginal mesh due to exposed mesh. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and also on (B)(6) 2008 and mesh was implanted during each surgery. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.